Manufacturer narrative:
Batch review performed on 12 november 2020: lot 173495: (B)(4) items manufactured and released on 10 october 2017. Expiration date: 2022-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 36 size m 0 (k112115) lot. 175443. Batch review performed on 12 november 2020: lot 175443: (B)(4) items manufactured and released on 4 january 2018. Expiration date: 2022-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: visual inspection performed on 24th november. From the received pieces it was possible to note the presence of bone tissue on several areas on the stem body ,index of a good osseo-integration of the implant. From the received information, we can exclude a failure of the device.

Event description:
Revision surgery performed after 2 years and 4 months after the primary surgery due to infection. The surgeon took the swabs and revised the stem and the ball head (the liner was not explanted). The pathogen is pseudomonas aeruginosa.